Manufacturer narrative:
Device manufacture date: battery pack 2007, battery pack 2006, battery charger 2006. Device evaluation summary: device evaluations of battery packs, and battery charger have been completed. The reported problem was confirmed. Battery pack was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit when in turn drew excessive current from the battery cells. The root cause of the shortened u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The battery was repaired, retested and restocked. Battery pack had a blown fuse. The root cause for the blown fuse is unknown. The fuse was replaced. The battery pack was retested and then restocked. Battery charger was tested and found to function normally. It was restocked. No adverse event resulted from the faulty battery packs. The patient received two replacement battery packs and a replacement battery charger.

Event description:
A male patient contacted lifecor customer support to report that one of his battery packs would produce a "reinsert battery" message. Once the monitor was booted up, the patient would receive a "?" In the battery slider. When the patient's second battery was placed in the battery charger the "battery fault" led blinked. Support sent the patient two replacement battery packs and a replacement battery charger.